Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged. Subsequently, the valve was recaptured several times. During the final deployment attempt, it was decided to release the valve at 2 millimeters (mm) on the non-coronary cusp (ncc); however, the valve dislodged again. The valve was recaptured and placed deeper. It was decided to release the valve at 5 mm on the ncc using cuspal overlap view (cov). Forward pressure was applied and the valved tilted so that it could be inserted into the ncc. The handle was deployed slowly, but upon full release, the valve dislodged and an annular prolapse occurred. The patient¿s hemodynamics gradually worsened. Subsequently, percutaneous cardiopulmonary support (pcps) was initiated. A snare was used from the left radial to grip the valve at the paddle on the lesser curvature side. A different snare was attempted from the right side of the greater curvature but was unsuccessful. The snare that was used on the lesser curvature side was the only snare used to pull up the valve and to hold onto the sinotubular junction (stj). A non-medtronic valve was implanted valve-in-valve. The patient¿s hemodynamics were good after placement, and no complications were identified. The procedure was completed. No additional adverse patient effects were reported. Additional information was received that a pre-implant balloon aortic valvuloplasty was performed. The valve deployment was performed over a non-medtronic guidewire at a starting point at the bottom of the pigtail catheter. The valve dislodged towards the aorta to a negative implant depth on both the left and the non-coronary cusps.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged. Subsequently, the valve was recaptured several times. During the final deployment attempt, it was decided to release the valve at 2 millimeters (mm) on the non-coronary cusp (ncc); however, the valve dislodged again. The valve was recaptured and placed deeper. It was decided to release the valve at 5 mm on the ncc using cuspal overlap view (cov). Forward pressure was applied and the valved tilted so that it could be inserted into the ncc. The handle was deployed slowly, but upon full release, the valve dislodged and an annular prolapse occurred. The patient¿s hemodynamics gradually worsened. Subsequently, percutaneous cardiopulmonary support (pcps) was initiated. A snare was used from the left radial to grip the valve at the paddle on the lesser curvature side. A different snare was attempted from the right side of the greater curvature but was unsuccessful. The snare that was used on the lesser curvature side was the only snare used to pull up the valve and to hold onto the sinotubular junction (stj). A non-medtronic valve was implanted valve-in-valve. The patient¿s hemodynamics were good after placement, and no complications were identified. The procedure was completed. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012176548); product type: 0195-heart valves; section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: 0012156788); product type: 0195-heart valves; medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Select patient information cannot be included in the regulatory report due to regional privacy regulations. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.